Manufacturer narrative:
The implantable cardioverter defibrillator (ICD) is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. As a result, this ICD was explanted and replaced. No additional adverse patient effects were reported.